Event description:
Event description guidant received information that during implant, difficulties inducing ventricular tachycardia (vt) and ventricular fibrillation (vf) were experienced. This implantable cardioverter defibrillator (ICD) induced on the third attempt using v fib high. The first shock was unsuccessful at converting with 21j. The second shock was diverted, as the patient self converted. The df terminal pin configuration was confirmed and the lead position was satisfactory. A second induction with fib high was performed. A message then appeared, which stated telemetry wand out of range. The wand had not been moved during induction. The patient was externally defibrillated. Following this induction, the lead could not be tested with the device and the device could not be interrogated. Another attempt was made to interrogate this device and it was interrogated.